Event description:
The user facility reported that during the assembly of the extracorporeal circuit to the oxygenator a leakage was detected in the arterial connection port of the oxygenator on the thermometer side. The leakage was detected during the recirculation process almost when they were about to run the pump mode. The hospital team decided to resolve it without changing the device in order to avoid wasting time and thus putting the patient in risk. Bone wax was applied to the leaking area as there was no time to replace the device, this stopped the leakage and allow them to complete the procedure successfully. The patient was not harmed.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age & date of birth: requested, not provided. A3b: gender: requested, not provided. A5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. G4: 510k number: k130520. The actual sample was not available. Confirmation of the provided video found that blood was leaked at the thermistor probe of the oxygenator blood outlet port. It was also found that bone wax was applied to the thermistor probe. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing records. As a possible cause of occurrence, from the provided information, since application of bone wax was able to stop the leakage, it was likely that the oxygenator blood outlet port was cracked. However, it was not possible to confirm the form of damage to the actual product, and the cause of this case could not be clarified. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4). Is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).